Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak on the inside of the cassette door of patient¿s cycler after ending patient¿s pd treatment. The caregiver reported receiving an air detected in cassette alarm during fill 1 of 5 treatment and called the pdrn who instructed a bypass of all treatments and to try starting treatment again. The alarm of air detected in cassette was noted again. The pdrn said to cancel treatment and forego alternative treatment and try again the next day with a new cycler set. The treatment was cancelled. In a follow up, the caregiver said the following day a call was made to tech services and it was explained that the night before when the cassette was removed it was observed as being damaged on the inferior part of cassette and there was fluid on cassette and in the module. The caregiver was instructed to return the cycler and a new unit would be sent to the patient. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. There were no fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak on the inside of the cassette door of patient¿s cycler after ending patient¿s pd treatment. The caregiver reported receiving an air detected in cassette alarm during fill 1 of 5 treatment and called the pdrn who instructed a bypass of all treatments and to try starting treatment again. The alarm of air detected in cassette was noted again. The pdrn said to cancel treatment and forego alternative treatment and try again the next day with a new cycler set. The treatment was cancelled. In a follow up, the caregiver said the following day a call was made to tech services and it was explained that the night before when the cassette was removed it was observed as being damaged on the inferior part of cassette and there was fluid on cassette and in the module. The caregiver was instructed to return the cycler and a new unit would be sent to the patient. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.